Event description:
It was reported to philips that the heartstart mrx defibrilator failed the defib test with an error service required message. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).